Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the craniotome device had damaged bearings and components, and the neuro tip was bent. Therefore, the reported condition that the device had an unknown malfunction was confirmed. It was noted that the device passed all pre-repair diagnostic assessment tests, however there was cosmetic damage observed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that the craniotome device had an unknown malfunction. During in-house engineering evaluation it was observed that the neuro tip of the device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.